Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment. The stent dislodged from the balloon. The undeployed stent was pushed forward and deployed in situ.